Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and missing shell (25-50%) a visual and microscopic analysis was performed which identified: striated broken on posterior. Base on the device analysis the final assessment is:a striated broken assessed as surgical damage like consist in the use of some surgical tool. Missing shell assessed as inconclusive

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.